Manufacturer narrative:
No pt injury was reported. A gambro technical services field representative called back the facility's biomedical technician who stated that the reported problem occurred during maintenance.